Event description:
Per the audiologist, the patient was explanted in order to remove cholesteatoma. The patient was explanted in 2009 and the patient was reimplanted with a new a new device during the same surgery.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 12, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.